Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that fluoro calibrations were performed on the imaging system and the 2d and contrast testing passed. The imaging system then passed the system checkout and was found to be fully functional. The surgeon then reported that they felt the image acquisition quality was not to their expectations. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the 2d image acquisition quality was blurry according to the surgeon. The reported issue occurred following fluoro calibrations performed for a previous occurrence filed under MDR 1723170-2017-03267. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: supplemental report for reported issue filed under MDR 1723170-2017-03267 sequence number 1 inadvertently.